Event description:
Long standing complaint of pain, swelling, poor range of movement in prosthetic right knee joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: index surgery on (B)(6) 2007. Long standing complaint of pain, swelling, poor range of movement in prosthetic right knee joint. During surgery today, marked grey staining of tissues. Both femoral and tibial components removed with only moderate resistance. Mild osteolysis under tibial component only. Specimens sent to pathology. Full soft tissue debridement around joint. Copious lavage. Examination of the returned product confirmed the reported event. Conclusion extracted from the hhe (health hazard evaluation): ongoing investigation activities since the ww suspension of sales of femurs has confirmed that the primary cause of accelerated implant wear results from the migration of residual alumina blast particles trapped in the porous bead coating during preparation for ha coating. It is thought that the inherent inaccuracies in tka bone cuts that initially result in gaps at the implant interfaces combined with a fast resorbing ha surface, and possibly looseness (to be determined from testing), may create conditions that allow any residual alumina blast media initially trapped in the porous coating, to migrate into the open geometry of the femoral and tibial implant articulation surfaces. The migration mechanism is not fully understood and a test has been initiated to simulate the in vivo conditions of the duofix femur to determine whether similar implant wear results. Other depuy ha coated products are subject to the same pre-ha blasting process as the duofix femur, but clinical history of the products and routine complaints trend reporting suggest that it is the particular combination of factors and conditions associated with the duofix femur that has resulted in product failure of a small percentage of cases. A review of the DHR (device history records) by the relevant manufacturing sites found no anomalies. Corrective and preventative actions are being managed via CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.